Event description:
It was reported that physician's wand was having problems communicating with the handheld. A new programming wand was received and communication issues have resolved. Product analysis was performed on the programming wand. The serial data cable, which produced communication errors, had an intermittent conductor.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.